Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The rhl450-1 lift has a 3" caster that is binding up and will not swivel.